Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of the implantable pulse generator (ipg) system, a variation in lead impedance and threshold was noted postoperative. The right atrial (ra) lead was not capturing despite a very high output. The patient was going to return to the hybrid room for a lead revision but began to complain from diplopia and numbness. The patient went for a computed tomography (CT) scan which was normal. After the CT scan, the right atrial (ra) lead was analyzed again and right atrial (ra) lead then showed normal values; however, the right ventricular (rv) lead then started to show high impedance. The physician suspected a lead integrity issue. The patient was discharged and scheduled for a follow up appointment one month later. One month later a lead revision was performed and lead values were normal. The physician suspected the there may be a device header problem and the ipg was replaced. No patient complications have been reported as a result of this event.